Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account indicated that no further information would be provided. The patient remains ongoing on lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1, ¿introduction¿, lists bleeding and hemolysis as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: onset of reoccurring bleeding is reported under MFR. #: 2916596-2025-01137. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested for a patient who was off all anticoagulation due to re-occuring bleeding. Their lactate dehydrogenase (ldh) was 666 on (B)(6) 2025, and it was noted that the patient had a large hematoma to their implantable cardioverter-defibrillator (ICD) insertion site. Their flows on (B)(6) 2025/last clinic visit were slightly less than previous but the patient had also been feeling unwell for 1 week. The patient had not had any low flow alarms. The hospital stated they were sending off a plasma-free hemoglobin on (B)(6) 2025. Log file review noted a few clusters of pulsatility index (pi) events as well as routine power source changes.